Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) developed an infection around the pump for which it was treated with antibiotics for several weeks in attempt to reduce the swelling. A revision surgery was performed, upon examination it was found that the pump tubing was too short. The scrotum was washed out and a new pump with extra tubing was placed in a more proximal position in the scrotum. No additional patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.